Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During use of this product, it was discovered that the pinch clamp was damaged and failed to secure the tubing properly, resulting in blood leakage; two units were affected; physical devices cannot be returned, but photographs are available; a green claim is required, along with a response letter to the complaint and a complaint acknowledgment letter.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue leakage was confirmed upon inspection of the photo. A simulation was performed at the manufacturing plant that recreated the defect observed. The root cause was determined to be the production technician not removing the defective part from the manufacturing process, and it proceeding to the next steps. The importance of promptly removing defective parts has since been reinforced to all production technicians. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.